Event description:
Additional information: per the physician patient did not hear a low reservoir alarm. Telemetry was performed, however physician couldn't recall if an alarm showed on telemetry. Patient was successfully refilled and was doing fine; they had not heard back from him. It was also stated that the pump was not dry; they aspirated about 0.5 or 0.4 cc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump had been dry for 7 days as the pt never came in to get the pump refilled. The healthcare provider (hcp) did not know if the pt had any return of symptoms and said did not think he went through withdrawal. Drug delivered via the system was lioresal 2000mcg/ml at a daily dose of 600mcg.